Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a patient on impella cp support was experiencing suction alarms. P-levels were reduced, and fluids were given. However, suction returned, and the patient's blood pressure was dropping. The impella cp was successfully weaned and explanted.